Manufacturer narrative:
The ht70 plus ventilator was received for an investigation. Sustaining engineering was consulted, and no malfunctions were found with unit. The ventilator was tested by the technician without performing any repairs or calibration. The unit passed all tests, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that during use on a (B)(6) female patient in the intensive care unit (ICU), an ht70 plus ventilator delivered proper flow of air and oxygen. Then the patient desaturated for 15 minutes. The patient was ambu-bagged until her color improved. On the next day the patient was extubated. However, due to a laryngeal edema, she required re-intubation. There was no reported patient injury as a result of the ventilator usage.